Event description:
It was reported that the impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead was high and triggered a patient alert. It was recommended to change the high voltage vector configuration on the device and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).